Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure procedure, her menstrual cycle was unremarkable and typical of women of her age. * an ultrasound was performed on (B)(6) 2014 was reported as normal. Concomitant products included medroxyprogesterone acetate (depoprovera) from 2006 to 2012 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced suprapubic pain ("sharp suprapubic pain"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain and cramping /severe pain associated with her cramping"), menometrorrhagia ("irregular and heavier periods"), arthralgia ("joint pain"), alopecia ("increased hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ long and heavy periods"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteriosis") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, suprapubic pain, arthralgia, alopecia, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, cystitis, vaginal infection, vaginal discharge, fatigue, headache, weight increased, hypertension, bacterial vaginosis and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypertension, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, suprapubic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2012. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, nickel allergy. Discrepancy noted for date of birth fu-2 (B)(6) 1983 and fu-3 (B)(6) 1983. Discrepancy noted plaintiff claimed did not undergo any confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tube occlusion. Amendment: the report was amended for the following reason: all source documents and references from deletion case (B)(4)were transferred to this case. Following new reporter information was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure procedure, her menstrual cycle was unremarkable and typical of women of her age. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced suprapubic pain ("sharp suprapubic pain"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain and cramping /severe pain associated with her cramping"), menometrorrhagia ("irregular and heavier periods"), arthralgia ("joint pain"), alopecia ("increased hair loss"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ long and heavy periods"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteriosis") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, suprapubic pain, arthralgia, alopecia, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, cystitis, vaginal infection, vaginal discharge, fatigue, headache, weight increased, hypertension, bacterial vaginosis and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypertension, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, suprapubic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6)2012. Plaintiff received treatment for fallowing conditions: dysmenorrhea, (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, nickel allergy. Discrepancy noted for date of birth fu-2 ((B)(6) 1983) and fu-3 ((B)(6) 1983). Discrepancy noted plaintiff claimed did not undergo any confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral tube occlusion. Diagnostic results: an ultrasound was performed on (B)(6) 2014 was reported as normal. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 1 and 2 processed together. Pfs received. New events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, bladder problems, bladder infection, vaginal infection, vaginal discharge, fatigue, hormonal changes, headaches, weight gain were added. New reporter added. Plaintiff's information updated. Fallow up 1st and 2nd processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.